Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the nursing staff was unable to dispense half tablet of entresto 24mg-26mg. The customer stated that machine was stating issue with dose and product was greyed out on the screen the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to dispense half tablet order. The technical support specialist worked closely with the customer to troubleshoot the issue. During the guided walkthrough on the production server, the customer attempted to remove a medication from a test order but found the option unavailable. The tss investigated and identified that the medication record was incomplete, specifically missing strength or unit details. The tss advised the customer to update this information in the pharmacy formulary. Once the update was made, the tss instructed the customer to relog into the station and retry the removal process. Following these steps, the customer confirmed that the medication could now be successfully removed, resolving the issue. The system functioned as intended after the technical support specialist investigated the issue.